Manufacturer narrative:
This device has been received by this manufacturer, but an evaluation has not yet been performed; therefore, a failure analysis is not available and we are unable to determine if the device met specification. At this time, we are unable to determine the relationship between the device and the cause for this event. The may 2007 15-month ports valved complaint trend report, inclusive of all failure's modes was reviewed; no adverse trends were noted and no data point exceeded the complaint alert limit.

Event description:
The complainant reported that the clinicians were performing a therapeutic implant of a vaxcel implantable port in a male patient (age unknown). When the doctor attempted to peel the sheath, the wing broke off. The physician then immediately pulled the sheath out and exchanged it over the wire for a new sheath. The procedure was then successfully completed. There were no adverse effect to the patient reported.